Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth); section b3 (event date); section b4 (event description); section d1 (brand name); section d4 (catalog, lot number, expiration date, and UDI number); section g4 (date received by the manufacturer); section h4 (manufacturing date); the implant date was confirmed to be accurate. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was pre-operative for surgery with dvt and pe. The filter was implanted below the level of the renal veins. There were no reports of complications. The filter subsequently malfunctioned including, but not limited to perforation the ivc. Approximately 7 years post implant, a CT scan revealed the abdominal aorta contains moderate quantity of calcified atherosclerotic plaque, an ivc filter is in place, the cranial tip is about 1 cm cranial to the right renal vein ostium and at the level of the left renal vein ostium. The long axis of the filter was nearly parallel with fat of the inferior vena cava with the tips of the filter not causing any significant caval wall deformity. The struts of the filter were all within 2mm of the lateral wall of the inferior vena cava. There was no visible strut fracture. A discectomy and posterior fusion had been performed at l5-s1. According to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, anxiety and pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter perforates the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the indication for filter placement was dvt, pe, and an unknown upcoming surgery. The filter was implanted via the right common femoral vein under fluoroscopy below the level of the renal veins. The patient did well and left the room in stable condition. Approximately 6 years and 10 months post implantation the patient experienced an unspecified injury of the inferior vena cava and underwent a CT of the abdomen without contrast. The abdominal aorta was normal in diameter and contained a moderate quantity of calcified atherosclerotic plaque. There was an inferior vena cava filter in place which had the shape of a trapease type filter. The cranial tip of the filter was about 1 cm craniad to the right renal vein ostium and was at the level of the left renal vein ostium. The long axis of the filter was nearly parallel with fat of the inferior vena cava with the tips of the filter not causing any significant caval wall deformity. The struts of the filter were all within 2mm of the lateral wall of the inferior vena cava. There was no visible strut fracture. A discectomy and posterior fusion had been performed at l5-s1. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 6 years and 10 months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient also reports suffering from anxiety and pain in the lower abdomen and groin area.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter perforates the ivc wall. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter perforates the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.